Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer's mother stated that the insulin pump was exposed to water. Customer's mother stated patient jump into the pool. Customer's stated the pump display went blank immediately after the pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are sending replacement.